Event description:
Subsequent to the initially filed report, the following information was received: the right common femoral artery was mildly calcified. The sheath size at the time of device insertion was 14f. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties; therefore, notification is not required. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. The patient effect of hemorrhage is listed in the electronic proglide instructions for use as a possible adverse event of use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: lot number changed from unknown to 1070641.

Event description:
Study (B)(4). It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a transcatheter aortic valve implantation procedure. Reportedly, successful closure was obtained with a proglide and a non-abbott device. During assessment of the patient post implant, the right femoral access site was found soaked with blood. Manual pressure was applied. No further bleeding related events were noted prior to discharge. No blood transfusion was required. The patient is stable. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.